Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the reportable malfunction camera failed leak test was identified during the device evaluation. A root cause could not be identified. Based on the results of the investigation, most probable cause was traced to component failure due to multiple dead pixels on image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, the camera head exhibited lack of brightness. The issue was identified at the time of reprocessing. There were no reports of patient involvement.